Event description:
It was reported the switch emitted sparks.

Manufacturer narrative:
It was reported the switch emitted sparks. Upon examination, we discovered that the switch unit showed signs of smoke and sparks. Further investigation revealed that a capacitor on the pcb had failed and emitted the smoke/sparks. The flame-retardant switch housing contained the event properly and protected the customer from exposure to electrically live components. The switch will be sent back to the MFR for further analysis and preventative action. At our request, the MFR of the switch has enacted several CAPA projects to improve the quality of the switch. The occurrence of board component failures has dropped significantly in the past 12 months.